Manufacturer narrative:
E1 initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the catheter was returned for evaluation. Biosense webster (bwi) conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a hole on the pebax, internal parts exposed, and reddish-brown material. A manufacturing record evaluation was performed for the finished device number lot 31155600l and no internal action related to the complaint was found during the review. The foreign material reported by the customer was confirmed. The potential cause related with the damage on the pebax area found could be related with the handling, but it cannot be conclusively determined. The instruction for use (IFU) states: do not scrub or twist the distal tip electrode during cleaning. Do not expose the catheter to organic solvents such as alcohol. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxsymal redo pulmonary vein isolation with a qdot micro¿ catheter and post procedure, the bwi product analysis lab identified a hole in the pebax. During the procedure, the medical team came on rf (radiofrequency) and noted via the carto system that the qdot micro¿ catheter was behaving oddly. The catheter would sporadically shift location and come back to the same spot. The rf return patches on the patient were disconnected from ngen (v2.0) and a new rf patch was placed on the patients thigh. However, with the new patch on the patients thigh, the issue persisted. The impedance and temperature where in normal ranges on rf, just the catheter location would sporadically move when on rf. The physician wanted to continue with the procedure without any more troubleshooting. The procedure was completed successfully with this catheter and the patient was not affected by this issue. The patient is now stable. When removing the catheter from the patient, it was noted that there was blood in the chamber where the force spring was located. The catheter flushed fine outside of the body (no blocked irrigation ports and no visible char on catheter). No patient consequences were reported.